Event description:
The customer experienced a high blood glucose event, with the specific level displayed as "high"; although specific value was not provided. Cause was not known. To address the situation, the customer administered a correction injection via multiple daily injections (mdi) and declined further supplies or system checks, resolving the issue without requiring additional assistance.